Event description:
Boston scientific received information that two days following the pacemaker implant procedure the physician contacted a boston scientific field representative stating the patient presented to the hospital in ventricular fibrillation arrest. CPR was performed, however the patient expired. A chest x-ray was taken which showed the right ventricular pacing lead was dislodged and located below the diaphragm. It was unknown if the lead dislodged as a result of CPR, but the field representative believed that may have been the case. The field representative is following up with the physician for additional information. This report will be updated when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.